Event description:
The manufacturer received information alleging a patient experienced a noisy ds2adv auto CPAP while in use. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was investigated. During the evaluation process, the dreamstation 2 device was identified with defective pca, and the device has been sent to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.